Event description:
Covid ICU patient with acute hypoxemic respiratory failure with acute respiratory distress syndrome (ards) on mechanical ventilatory support. The ICU patient was noted to have dampened arterial waveform and not aspirating blood. Patient had a pre-existing distal right radial 4 french micro puncture catheter with internal dilator still in place. Manufacturer response for introducer, catheter, micropuncture (per site reporter). We have submitted our concerns about this product in medsun report filed in 2017. We suggest manufacturer do a design upgrade--to add color or other marking to plastic tip on steel wire guide. Also suggest outside packaging denote potential for retaining the steel wire guide--that it needs to be removed upon insertion.